Event description:
Dear medwatch, I am writing this letter because I feel there is a problem with a part of my hip. In (B)(6) 2009, I had a hip replacement. It was nothing as planned. The part I am writing about is mallory head. I can tell where this piece starts and ends. All the muscles get very warm. My hip comes out of place no matter whether I am sitting, standing or walking. The pain is very intense. I walk with a cane. All I have heard is it is going to get better. Well it hasn't. And I know something is not right. I am enclosing the list of parts. Please look into this. I don't think I'm the only person with this problem. (B)(6).